Manufacturer narrative:
It was reported that release of the stent was ok and normal. But after the release the stent was not expanded and was difficult to pull out the internal sheath of delivery, because the distal tip could not cross the internal space of stent. As a result of analysis of returned device, outer sheath was detached, and stent was deployed. Stent was fully expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is confirmed that the stent was deployed and fully expanded through the attached photo in complaint report and investigation of returned device. However, based on the description "the stent was not expanded and was difficult to pull out the internal sheath of delivery", it is assumed that the stent was expanded slowly due to the patient lesion's pressure and curve, so the doctor has judged stent expansion failure. And the delivery system did not be removed due to stent unexpanded sufficiently. In addition, based on the detached outer sheath, likewise, it is considered that the deployment is so hard due to pressure of patient's lesion, and strong resistance occurred, resulting in deployment failure. However, it is assumed that the user tried to deploy it holding with detached outer sheath, resulting in success. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The insertion of delivery in cmd was ok without problem. Release of the stent was ok and normal. But after the release the stent was not expanded and was difficult to pull out the internal sheath of delivery, because the distal tip could not cross the internal space of stent. When doctor tried to do that the stent the stent gone out from the implant site. Below picture of device and of the stent.